Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had recorded signal artifact monitor (sam) episodes. The health care professional (hcp) called technical services (ts) for further review of the episodes. Upon review, the device data showed that the minute ventilation (mv) sensor was disabled by the sam feature due to oversensed electromagnetic interference (emi) signals from a procedure. Ts provided programming optimization recommendations. At this time, this crt-d remains in service. No adverse patient effects were reported.